Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was in the hospital and the insulin pump had malfunctioned. The customer stated that the insulin pump had malfunctioned in july. The customer was hospitalized on (B)(6) 2017 at 6 pm due to diabetic ketoacidosis and high blood glucose. The customer was disoriented and could not communicate clearly enough to complete troubleshooting. They were not wearing the insulin pump at the time of hospitalization. They were off the insulin pump for less than 48 hours prior to the hospitalization. The device will not be returned for analysis.